Manufacturer narrative:
On 29 may 2017, hpf (the manufacturer of the instrument involved in this complaint) provided a document review and the final report of the event, reporting as follows. - document review batch released on date: 26/01/2016. - n. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We received other complaints for this batch. Conclusions: there aren't non conformity elements in the document review. - inspection analyzing the pictures of the instrument we noticed that the cardan's pins cracked causing the instrument brakeage. In particular, the failure of the pins' laser welding permitted the pins' exit from their place with consequent disconnection between the parts. - conclusion we suppose that the rupture is due to an improper use of the instrument. We suppose that an higher rotation force had been exerted exceeding the resistance of the device. On 12 june 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: based on the inspection it is clear that the cardan joint is broken and the two rods are separated. It is possible to assure that breakage of the welding between pin which fix the cardan joint and the two rods occurs during the usage.

Event description:
When trying to connect amis cup impactor with mpact cup, the surgeon found the impactor joint was broken. Nobody knew when and where it was broken. The surgeon used another type of cup holder. The surgery was prolonged about 20 minutes. No piece fell into the patient.